Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in silicone segment at the upper fitment. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment was confirmed. Visual examination showed a slightly stretched silicone segment. Tactile examination found that the silicone segment tubing was weakened on its upper portion just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of ballooning silicone segment could not be determined.